Manufacturer narrative:
This product is not expected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. The lead exhibited high out-of-range pace impedance measurements and high pacing thresholds at 5.0v @ 0.5ms without capture. This lead was extracted and an alternate implanted without consequence. No adverse patient effects were reported. This lead was never in service.